Event description:
A 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The vessel was moderately tortuous with mild calcification. It was reported that the stent graft was correctly placed. Upon final angiogram the stent graft had migrated distally slightly. There was a type I endoleak which was repaired with an aneurx aortic cuff, however the endoleak did not resolve. The physician used a reliant stent graft balloon catheter in an attempt to resolve the endoleak but the endoleak did not completely resolve. The patient was brought back in for follow-up one week post stent graft implant and the type I endoleak was resolved. No additional information was received and it was reported that the patient is fine.